Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition with more than two seconds of asystole. There was also abnormal impedance measurements and loss of capture (loc). An x-ray was obtained and lead damage was observed. The patient was hospitalized due to syncope although the physician suspects the syncope is patient related and not a malfunction of the device. The physician implanted a completely new system in the patient while keeping this system implanted.